Event description:
A thorocoabdominal aortic aneurysm procedure was performed using a cardiopulmonary bypass pump. After routine cannulation and initiation of bypass, the perfusionist noted the pump revolutions per minute (rpms) were very high to achieve normal flow. There was a discrepancy in upper body pressures compared to lower body pressures. Trouble shooting efforts included checking for vessel wall occlusion, checking heart and lines for air, checking for kinks, verifying activated clotting time (act), consulting another perfusionist, and increasing the cell saver volume. The pump continued to require maximum rpms to calibrate pressure. After the procedure, disassembly of the pump found the pump to be very hot and it was removed from service for interogation. The pt suffered from underperfusion and sustained acute renal failure and dead bowel syndrome and died two days later. The MFR response follows: the MFR was unable to recreate the problem. They did not use the same in and out flow equipment set up and used an open bucket instead of a spiked bag. A bpx80, probe, heat exchanger, outflows were used. They were only able to replicate the shaking with air in line and it was approximately 11 ml of air.